Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of undifferentiated connective tissue disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with an "undifferentiated connective tissue disorder." Healthcare professional reported a rupture. Device has been explanted. This record is for the left side.